Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Review of the device history records and/or a lot specific complaint database search was not possible for the unknown depuy femoral head as the product and lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 2/19/16-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated a failed hip with no metallosis. The liner was unable to be removed causing a 2 hour delay. Neither the liner or cup was revised. The cup and liner are now being reported due to the surgical delay caused by not being able to remove the liner. Part/lot is being updated for the head. The complaint was updated on:3/7/2015.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ patient was revised to address pain which the surgeon indicated was caused by soft tissue damage resulting from a previous surgery, and which he was sure was not caused by the implants. The surgeon attempted to exchange the metal insert for a poly insert; however, he was unable to remove the metal liner. There was no surgical delay or impact to the patient. Update rec'd (B)(6) 2014 - litigation papers received. We are adding the head to address the metal on metal allegations, there is no new additional information that would affect the outcome of the investigation.